Manufacturer narrative:
Due to the age of the device and the fact that there are no repairs available for the glidescope avl video baton 3-4, the customer was advised to replace their video baton. The customer declined to have their avl video baton 3-4 returned for evaluation and disposal. Since the device was not returned, the root cause could not be determined. Upon review of the device history for serial number (B)(4), it was determined that the device was manufactured on december 31, 2014 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). Though the cause of the reported issue could not be determined, it is likely that the age of the device, six (6) years and nine (9) months, caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image went black. The customer's biomed stated the "cord does feel kinked and bunched up". No delay in the procedure, use of a backup device, or harm to the patient or user was reported.